Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 9 months later, the patient was revised as their knee was in 15 degree recurvatum. A new femoral component was implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01852.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6; h10 . H6: component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no significant radiolucency, no metallic foreign body, large joint effusion, prepatellar edema. Overall fit and alignment is appropriate, osteopenia is present, no signs of loosening or wear, and no x-ray evidence of malfunction. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receiving additional information, it was reported that the patient was revised due to pain and instability.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6: proposed component (annex g) code is mechanical (g04) - femur. Visual examination of the returned articular surface identified signs of being implanted (nicked/ gouged) and worn. A hex feature is fractured off in the hinge post extension component which was report by the surgeon during the revision surgery. Visual examination of the returned femoral component identified signs of being implanted (nicked / gouged) and foreign material on the implant. The hinge post component item # 00588011580 was cut. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no significant radiolucency, no metallic foreign body, large joint effusion, prepatellar edema, overall fit and alignment is appropriate, osteopenia is present, no signs of loosening or wear, no x-ray evidence of malfunction a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.